Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there was no patient contact with the device. Section d6b - explant date: not applicable, as there was no patient contact with the device. Section e1 - telephone number: (B)(6) section h3 - the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was defective. When the iol was advanced, it was noticed that the lens was broken. There was no patient contact with the device. Through follow up, we learned that the material was discarded. No further details were provided.